Manufacturer narrative:
The company representative examined the system and replaced the transducer printed circuit board (pcb). Preventive maintenance was performed. The system was then tested and met specifications. The root cause is unknown at this time. (B)(4).

Event description:
A customer reported that a system message displayed prior to a procedure. The case was cancelled after the patient had received sedation and anesthesia. There was no harm to the patient.